Manufacturer narrative:
Device disposition not presently known.

Event description:
A mitroflow dla25 was implanted and explanted on (B)(6) 2017. The valve was replaced by another mitroflow dla of the same size. No other information is known at this time.

Manufacturer narrative:
Manufacturer tried to obtain more information about the device but no further information was available. On (B)(6) 2018, received confirmation that no information will be available. Since no information about the identification of the device or information about the reason for explanting the device was available, no further investigation can be performed. Device not yet returned to manufacturer.